Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 15. Details of surgery: sinus augmentation and ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.